Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using cold insulin. The customer used room temperature insulin and the issue was resolved. There was no reported impact to customer¿s blood glucose level.